Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient mentioned that on (B)(6) 2017 it was reported that their wires were pulled out of the device and they needed surgery to have them put back in. The patient noted that manufacturing representative (rep) (B)(6) was notified about this issue in (B)(6) 2016. They had a meeting with the rep on (B)(6) 2017. The caller further mentioned that their physician has released them back to work but their job is not allowing them to do so. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it was unknown what circumstances led to the device wires coming out, but it was noted that the right lead became detached. Surgery was done on (B)(6) 2017 and the surgery lasted eight hours. The surgery resolved the issue. The patient had follow-ups every week for six weeks and now every other month.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating that the leads were not pulled out of the ins, but had migrated down. The leads were placed in the proper position, and the patient was reported to have perfect coverage with almost 100% pain relief at his post operative visit.

Manufacturer narrative:
Additional information indicated the aware date of the initial regulatory report was actually (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.